Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and concern with the product.

Event description:
Healthcare professional reported right side excessive fluid build-up and exchange of a textured device due to patient's concern with product. Device has been explanted.

Event description:
Healthcare professional reported, right side excessive fluid build-up. And exchange of a textured device, due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, opening on radius and white biological tissue. A visual and microscopic analysis was performed, which identified striated opening on radius and crease fold. Base on the device analysis, the final assessment is: a striated opening assessed, as surgical damage like consist in the use of some surgical tool.